Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified (malfunction 3).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was extremely difficult to press and/or requires multiple presses to turn on pump screen. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was administered to address the high bg. Customer pressed the wake button multiple times and the screen turned on but the wake button was still difficult to press. Reportedly, the customer will continue to use the pump until the replacement pump arrives.